Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240; which occurred on the homechoice during use, during dwell 3 of 5. The home patient (hp) stated they had a system error the night before. The baxter technical service representative had the hp turn on the machine and they checked the alarm log. They found the system errors were se 2365 and 2240. The tsr explained the alarm to the hp. The hp stated they were in dwell 3 of 5 and then heard air go down the drain. The tsr asked if the hp disconnected and the hp stated no. They just turned off the machine and then ended therapy. The tsr instructed the hp to contact the nurse about their treatment. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(4) 2011 regarding the reported problem. The pd rn stated she did not know the hp had this alarm. The pd rn stated they just saw the patient late last week, and they are doing fine. She did not have any further information regarding the reported problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 occurred during dwell 3 of 5 and was not confirmed in the lab because, there was no sample. A batch review was performed for lot number provided by the customer, and no issues were noted. The root cause could not be determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.